Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument had poor filling of the internal vascular clip (suspected tip malfunction). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and were aligned; the instrument successfully held the clips and passed the clip retention test. The instrument passed the clip test on several attempts. The instrument was fully functional. No product issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while loading the clip onto clip applier (outside of patient). The surgeon did not experience any issues with instrument motion. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion while attempting to clip. This was the first clip application, and a backup instrument was used.

Event description:
Refer to h11 for follow-up information.